Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient did not have an infection. Headaches resolved shortly after trial leads were removed. The physician is not sure what caused the patient's experience, but patient is back to baseline.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that following an scs trial, patient experienced headaches and throbbing sensation on (B)(6) 2025. It was also reported that the patient may have experienced a suspected infection. As a result, the trial leads were removed to address the issue.